Manufacturer narrative:
During an internal review on (B)(6)2019, it was noted that ¿ manufacturer address street line 1¿ and " manufacturer site addr. Street line 1" on the 3500a initial report needed correction. It was initially submitted as (B)(4) . The correct address is(B)(4) . Therefore, ¿manufacturer address street line 1¿ and " manufacturer site addr. Street line 1" have been re-populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2019 , and it was reported that the brim cap and the hemostatic valve became detached from the hub. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that proximal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached from the hub/valve, mid-procedure. After review of the photos, it was determined that both the hemostatic valve and the brim cap became detached from the hub. The device was inspected, and the brim cap was found broken, in addition, the hemostatic valve and friction ring were detached. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hub cap cannot be determined, however, an internal action was created to investigate this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001065 number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was described that proximal end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached from the hub/valve, mid-procedure. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged to continue the case. On march 8, 2019, additional information, photos, were received from the biosense webster, inc. Representative. After review of the photos, it was determined that both the hemostatic valve and the brim cap became detached from the hub. The issue of hemostatic valve ¿ separation and the brim cap detached are considered reportable events.